Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 595mg/dl. The customer states they did not treat for the highs due to not finding their quick serter. The customer called the ambulance and was hospitalized. The customer declined to troubleshoot for the highs at this time.